Manufacturer narrative:
Based on the claim against the product by the customer noting the 30-degree endoscope flipping issue and that it was described the controls as being inverted, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse spoke with the customer and reiterated what the technical support (tse) said regarding the scope being the issue. The customer insisted that it was something else. The fse then test drove the system in accordance with isi procedures and could not find anything wrong with the system. The system was tested and verified as ready for use. The complaint regarding the endoscope flipping and possible system issue was not confirmed nor replicated by field service evaluation.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure that while attempting to flip the camera from 30-degrees up to 30-degrees down, the master assignments were flipped. The caller described the controls as being inverted; what was right was left and what was left was right. The staff reported that they resolved the problem by removing the instruments and endoscope and re-installing them. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and identified error 23003, indicating a position limit on arm 2 axis 4 and a possible endoscope bearing issue. The endoscope was installed on arm 2. The caller asked how to resolve the issue quicker other than removing all of the instruments. The tse recommended reseating the endoscope first. The customer continued with the procedure as planned and did not replace the endoscope. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.